Event description:
It was reported that the physician performed a total abdominal hysterectomy, bilateral salpingo-oophorectomy, anterior/posterior repair and sling procedure on a patient with genuine stress urinary incontinence in 2002. On the first pass of the left needle of the sling device, the physician noted that it had penetrated the bladder. He removed the needle, repassed it and repeated the cystoscopy, which showed no evidence of the needle or tape. At the 2 week follow-up the patient complained of urgency, frequency and dysuria. A urinary tract infection was documented and treated with antibiotics. Two weeks later the symptoms recurred and were retreated with antibiotics and detrol. When the symptoms persisted, the patient was cystoscoped. A ridge along the side of the bladder was noted and presumed to be tvt tape under the mucosa. A small portion of tape was visible within the bladder.